Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03520, address these devices. It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps and a radial jaw 4 jumbo capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the procedure one of the biopsy cups from the radial jaw 3 large capacity device broke off as it was being advanced into the scope for the first time. The device was removed and a radial jaw 4 jumbo capacity was advanced into the patient's stomach. When the jaws were opened for the first time, it was observed that there was an exposed wire visible on one side of the forceps. The jaws were subsequently closed and the device removed from the patient. No parts from the two devices fell into the patient and the procedure was completed with another biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product: scope - fujinon. (B)(4) - the reported event of wire protrusion. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03520, and 3005099803-2011-03521 address these devices. It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps and a radial jaw 4 jumbo capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the procedure one of the biopsy cups from the radial jaw 3 large capacity device broke off as it was being advanced into the scope for the first time. The device was removed and a radial jaw 4 jumbo capacity was advanced into the patient's stomach. When the jaws were opened for the first time, it was observed that there was an exposed wire visible on one side of the forceps. The jaws were subsequently closed and the device removed from the patient. No parts from the two devices fell into the patient and the procedure was completed with another biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the bent needle tail. The condition of the returned incident device was consistent with the complaint; wire protruding. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors, however, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).